Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported that the patient's battery he was recently given is recognized by the battery charger but does not get charged. The battery was exchanged by the facility and returned to the manufacturer. Evaluation of the battery found a probable root cause of the not charging' event to be possible operational deficiencies with the printed circuit assembly (pca). Heartware design controls are in place in order to mitigate the severity and occurrence of these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) by the patient that the battery he was recently given is recognized by the battery charger but does not get charged. The facility removed the battery from service and provided the patient with a replacement device. There was no reported patient injury as a result of this event.